Event description:
Us distributor reported the patient was wearing the lifevest and it went off. It was alleged that a nurse got shocked when trying to press the buttons from exposed contacts on the monitor. The nurse then changed the battery and now the lifevest will not power up. Despite numerous follow-ups to gather details about the event no further information has been able to be obtained. It has been reported the nurse that was shocked is no longer at the facility.

Manufacturer narrative:
The patient/user has been inactive (end of use) since (B)(6) 2022 due to non-compliance and a doctor¿s decision. The equipment not been returned.